Event description:
Cardiac monitor placed on overbed monitortray for transport of patient. Bedrail (unlocked) fell into low position causing tray and monitor to fall on patient's right groin.upon investigation, rail was not placed in lock position.